Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008, the patient underwent an anterior and percutaneous posterior spinal fusion at t2-l3. Reportedly, rhbmp-2/acs was used in the surgery. Sometime postop, the patient experienced pain in her neck and new pain in her back. The patient underwent physical land-based therapy and aqua therapy and was treated at the doctor's office until (B)(6) of 2009.